Event description:
Report received of tubing rupture during use with a power injector. An extension set was used with a power injector during an unspecified computerized tomography (CT) scan. The patient had been transferred from the emergency room department to the CT department for the scan. The rate and pressure for injection was not specified. After the rupture occurred, a new tubing set was immediately connected directly to the IV site hub and the CT scan was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.